Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 50 mg/dl while wearing the pod on the leg for between 5 and 24 hours. The patient slept for 15 hours straight and did not wake up to eat. The patient loss consciousness while sleeping and the patient's family could not wake her up. The patient was given chocolate and an ambulance was called. The ambulance gave the patient a glucose injection and transported the patient to the hospital. The patient was discharged after three days.